Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of the device"), device dislocation ("migration of the device"), device breakage ("device breakage"), pregnancy with contraceptive device ("pregnancy and subsequent miscarriage"), abortion spontaneous ("subsequent miscarriage"), tubal rupture ("fallopian tube rupture") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." The patient's previously administered products included for prevent pregnancy: depo provera; for an unreported indication: zofran. Concurrent conditions included dysfunctional uterine bleeding, adenomyosis and ovarian cyst. Concomitant products included ondansetron from (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), tubal rupture (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), vaginal infection ("vaginal infection") with vaginal discharge and hypersensitivity ("allergic and/or hypersensitivity reaction"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with ibuprofen, surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy, unilateral oophorectomy), bilateral essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, device breakage, pregnancy with contraceptive device, abortion spontaneous, tubal rupture, genital haemorrhage, dyspareunia, vaginal infection, hypersensitivity, dysmenorrhoea and fatigue outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, perforation, pregnancy with contraceptive device, tubal rupture and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2015, it was determined that patient required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and allevate the symptoms. As per pfs date of essure insertion was (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion on unspecified date,CT abdomen/pelvis revealed very subtle haziness is noted within the perirectal fat on the left adjacent to the left adnexa . On (B)(6) 2014,ultrasound pelvis revealed hypoechoic lesions of the right and left adnexa, larger on the right (4.2 cm). These may represent hemorrhagic cysts. On (B)(6) 2014, endometrial biopsy revealed benign early secretory phase (postovulatory day 2-3) endometrium; admixed microscopic remote placental site nodule tissue, nototherwise remarkable. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Lab data, concomitant disease , historical drug, concomitant drug added. Essure insertion date and indication updated.events: dysmenorrhea (cramping),, fatigue and abdominal pain added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. .

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 8-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff /consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she had surgical removal of the device, serious events due to medical importance and anticipated in essure's reference safety information . If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, limited information was given and no exact reason for device removal was provided. However, given the nature of the event, causality between this event and essure use cannot be excluded. This case was regarded as incident, since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of the device"), device dislocation ("migration of the device"), device breakage ("device breakage"), pregnancy with contraceptive device ("pregnancy and subsequent miscarriage"), abortion spontaneous ("subsequent miscarriage"), tubal rupture ("fallopian tube rupture") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), tubal rupture (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), vaginal infection ("vaginal infection") with vaginal discharge and hypersensitivity ("allergic and/or hypersensitivity reaction"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent a pelvic surgery to try and alleviate the symptoms), surgery (underwent a pelvic surgery to try and alleviate the symptoms) and surgery (underwent a pelvic surgery to try and alleviate the symptoms). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, device breakage, pregnancy with contraceptive device, abortion spontaneous, tubal rupture, genital haemorrhage, dyspareunia, vaginal infection and hypersensitivity outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device breakage, device dislocation, dyspareunia, genital haemorrhage, hypersensitivity, perforation, pregnancy with contraceptive device, tubal rupture and vaginal infection to be related to essure. The reporter commented: on (B)(6) -2015, it was determined that patient required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 15-sep-2017: new events, "severe pelvic pain, severe cramping, abnormal bleeding, dyspareunia, vaginal discharge, vaginal infection, device breakage, fallopian tube rupture,pregnancy and subsequent miscarriage, allergic and hypersensitivity reaction, migration and perforation of the device were added. Event medical device removal was deleted. Reporter were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgical removal of the device") in a female patient who received essure. In (B)(6) 2013, the patient started essure. On (B)(6) 2015, the patient experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff /consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she had surgical removal of the device, serious events due to medical importance and anticipated in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, limited information was given and no exact reason for device removal was provided. However, given the nature of the event, causality between this event and essure use cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.